Event description:
The patient was implanted with a vascular access graft. Approximately 4 days post implant, it was reported swelling and blistering appeared around the implant area as well as the opposite area where a previous vectra graft was implanted 5 years prior. The patient was treated with steroids and is under close observation.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.